Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.102 ng/ml, sample 2 = 0.141 ng/ml) from multiple patient samples run on the vitros eciq immunodiagnostic system. The higher than expected results were questioned as the customer performs vitros trop I es testing in duplicate. The expected values (sample 1 = < 0.012 ng/ml, sample 2 = < 0.012 ng/ml) were confirmed upon repeat analysis. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected at the time sample 1 was tested. An ocd field engineer performed service actions to the incubator, well wash, and signal reagent subsystems to return the analyzer to expected operation. The vitros eciq immunodiagnostic system was performing as expected at the time sample 2 was tested. The patient samples in question were not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. For sample 1, the most likely root cause is an instrument related event. Pre-analytical sample processing cannot be ruled out as an additional contributing factor. For sample 2, a definitive root cause could not be determined. Pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause is unknown for sample 2.